Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up visit it was determined that the talent stent graft had migrated distally due to disease progression and neck dilatation. The physician found no signs of endoleak. An endurant cuff was added and the intervention was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration); patient's condition affected effectiveness of device (disease progression, neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, neck dilatation).